Manufacturer narrative:
Investigation results: the complaint of a damaged septum on the q-syte connector was confirmed; however, the root cause could not be determined. Eight q-syte connectors from lot #2194413 were provided for investigation. Five of the returned samples had a damaged septum. Four septa were pushed inward and one septum was torn. Each sample exhibited evidence of proper assembly during manufacturing. Each sample may have been damaged from connections made during use. As the damaged connectors has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information.

Event description:
It was reported that bd q-syte closed luer access device septum retracts. The following information was provided by the initial reporter, translated from chinese to english: during the use of this product, when the syringe is used to connect the separator film, the separator film retracts.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.